Event description:
Major pump unit(s) involved: external control system failureadditional text: low flow alarmsspecific component(s) involved: driveline malfunctionadditional text: compressed drivelineother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): unknownother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: driveline malfunction.